Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically compressed. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the overlay tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant attempt, the helix could not be deployed. It was noted that this was a result of mechanical stress from being in the body, as the patient had tortuous right side anatomy with svc (superior vena cava) reconstructive surgery. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.